Event description:
The dentist reported a patient with a broken abutment. It was a clean fracture 0.5 mm above the titanium base. Temporary crown was placed.

Manufacturer narrative:
Visual inspection revealed the abutment was severed into two at the joint of the zirconia ceramic and titanium alloy. The fractured titanium portion was not returned. The zirconia ceramic was also severed into two pieces and the distal portion near the remainder of the abutment returned. The device history record review for the abutment lot was performed and did not identify any non-conformances. A definitive root cause has not been determined.